Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during the procedure the t2 anchor failed to deploy. Surgeon had to remove the implant. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
A fast-fix 360 reverse curve needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) entanglement with other instruments or devices. 5) incomplete needle penetration through meniscus. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Final product met specifications upon release to distribution.

Event description:
It was reported that, during an unspecified procedure, the fast-fix 360 reversed curve needle t2 anchor failed to deploy. Surgeon had to remove the implant. A back-up device was available to complete the procedure with no significant delay or patient injuries.